Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. We were unable to perform displacement test, no delivery test or verify low reservoir alarm due to motor error alarm. The insulin pump had a scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor error and no delivery. The customer's blood glucose was 288mg/dl. The alarms occurred more than once in the last 30days. The motor error alarm occurred during basal, changed set and a no delivery occurred during bolus.